Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse visually confirmed the broken waste line sensor. Fse resolved the complaint by replacing the waste bottle electrode assembly. Fse validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number: (B)(4) from 03oct2021 through aware date 03nov2022. There were no similar complaints identified during the search period. The most probable cause of the reported event was due to the faulty waste electrode assembly.

Event description:
A customer reported broken waste line sensor and not sensing when full on the aia-2000 analyzer. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for alpha-fetoprotein (afp). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.